Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Device history record (DHR) - the DHR documentation showed no abnormalities related to the reported failure. Failure analysis - unit received had a broken rocker shaft that needed to be replaced. The index knob had come loose and needed to have a new set screw inserted. One of the pawls was broken and needed to be replaced. General maintenance and cleaning required. Replacement of broken components. The reported complaint was confirmed via inspection of the returned a2114 mayfield infinity skull clamp. The rocker arm assembly of the returned unit was broken.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported an unspecified broken part of the a2114 mayfield skull clamp. It is unknown if there was patient involvement, or if the device failure led to patient injury, or surgical delay.